Event description:
User facility reported that the device was in use with patient for delivery of medication for treatment of pulmonary hypertension. According to reporter, the patient reported to hospital care for side effects of drug (diarrhea, fatigue) because the device delivered more medication than was programmed. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer. When if the device is returned and evaluated, the manufacturer will file a follow-up report detailing the evaluation results.